Event description:
The issue is formula spilling on patients and linens due to feeding system tubing continuously disconnecting. Originally, staff stated that there might be some stretching of the clear y-port on the corpak feeding tube. However, clinical engineering was unable to reproduce any deformation of the silicone y-port in the time frame (one week) spent testing the product. The physical dimensions of the feeding tube enfit adapter (white enfit adapter) that comes with the covidien feeding system bag are similar to the original feeding system bag end piece (a purple tapered end piece) now that the enfit connectors are being manufactured on all small bore tubing systems. Although, the tapered steps on the new white adapter are shifted, this is much clearer in the images. Clinical engineering tests showed that the following differences may be contributing to dislodging the tubing. The width of the two are similar, but in the purple connector the length of the tapered end is more gradual, which is to say that its able to be inserted further into the corpak y-port before reaching the stopping point at the third step in the taper. It is not clear what can be expected from the manufacturer as the adapter is an interim component to be replaced by the enfit standard connection. It seems that more real estate on the end piece needs to be devoted to housing the enfit female end. I will also note that the use of the additional adapter piece (purple and yellow) as suggested by covidien may not provide too much relief either as it too is similar to the white adapter. Staff would be able to exchange the additional adapter for a new one if it were seen that the feeding tube became dislodged again. This would require staff to stop disconnecting at the corpak. It would also require adding the additional piece to every setup without the guarantee that it would work since it too is not inserted as far into the corpak as the original. That said, I am hesitant to add another piece to further complicate the setup. If the corpak y-port is being stretched during an extended time frame (>30 days), the cause might be due to staff flushing the line manually or removing the feed line to push medications in the same port as the formula. It is clinical engineering's recommendation to use the side-port on the corpak for pushing medications and use the kangaroo epump's built-in function (auto and manual) to flush the line. This might allow the corpak ports to maintain their original integrity due to minimal manipulation. The manufacturer has offered additional training to re-educate staff on tubing connection and flushing techniques. They also offer an additional adapter to go in between the corpak y-port and the enfit adapter as a potential solution ((B)(4)). However, it is our opinion that this would simply add an additional layer. Although, it would facilitate an easier method of exchange than replacing the corpak feeding tube.